Event description:
It was reported that a power on reset (por) code was displayed when attempting to turn stimulator on. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37712, serial# (B)(4), implanted: 2010-(B)(6), product type implantable neurostimulator, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger, product ID 3708160, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 39565-30, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).